Event description:
The customer reported to olympus the cysto-nephro videoscope was associated with a related complaint reporting that the oer-6 reprocessor unit could not drain water sufficiently when replacing the water filter. The customer further reported that this same issue occurred in a total of 17 oer-6 units at the facility. During a follow up, the customer was asked how often the water filter was replaced and the customer confirmed not every month but rather every half a year. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted because it was determined that the scope was reprocessed with an oer-6 reprocessor in which the filter was not placed at the recommended replacement time.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints - (B)(6). Oer-6 olympus endoscope reprocessor, serial number (directly related) additional oer reprocessors and scopes associated with the reported event: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the improper reprocessing occurred because the user did not carefully read the instruction manual and made a mistake in the management methods of the water filter replacement. The event can be detected/prevented by following the instructions for use which state: ¿chapter 7 routine maintenance 7.3 replacing the water filter (maj-2317) replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Caution replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing.¿ olympus will continue to monitor field performance for this device.